Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Part analysis: the report of the hardware error was confirmed by fse. According to work order 02128068 the fse reported that drawer 4.1 was inoperable. The right-side rail was damaged, and retractor band was broken. He removed the faulty drawer and installed the replacement. Verified functionality and it was successful. Laboratory inspection does not find any visible damage. Laboratory testing found that the damaged drawer did not fully open, and the right-side slide bearing cage had migrated, and the slide bumper stop was missing. The bottom drawer operated without issue; however, the divider shroud was noted to be sagging. During internal inspection it was observed that the top-drawer slide bearing cage had migrated and the divider shroud was not under its two mounting tabs. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure is due to damage to the slide bumper stop that led to a migrated slide bearing cage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware error and drawer was failed. As per part investigation, it was determined that there was inner slide bearing cage migrated, divider shroud sagging, bottom drawer migrating slide bearing cage and top drawer migrated slide bearing cage and missing slide bumper stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the report of the hardware error was confirmed by fse. According to work order 02128068 the fse reported that drawer 4.1 was inoperable. The right-side rail was damaged, and retractor band was broken. He removed the faulty drawer and installed the replacement. Verified functionality and it was successful. Laboratory inspection does not find any visible damage. Laboratory testing found that the damaged drawer did not fully open, and the right-side slide bearing cage had migrated, and the slide bumper stop was missing. The bottom drawer operated without issue; however, the divider shroud was noted to be sagging. During internal inspection it was observed that the top-drawer slide bearing cage had migrated and the divider shroud was not under its two mounting tabs. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure is due to damage to the slide bumper stop that led to a migrated slide bearing cage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware error and drawer was failed. As per part investigation, it was determined that there was inner slide bearing cage migrated, divider shroud sagging, bottom drawer migrating slide bearing cage and top drawer migrated slide bearing cage and missing slide bumper stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer (4.1) was inoperable due to failure to open. A field service engineer (fse) found the right-side rail was damaged and the retractor band was broken. So, the fse retrieved a new drawer from the depot. Then, removed the faulty drawer, installed the replacement and completed the necessary configuration. After that the user verified functionality, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware error and drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.